Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient is having trouble with achieving coupling bars. They stated that the patient was getting 8 coupling bars earlier on the day of the report, and then they decreased to 6, 4, and 0. The rep added a second spacer to the recharging antenna, but the issue remained unresolved. They mentioned they ordered a recharging vest for the patient. Antenna locate was attempted at the time of the report, and the issue was resolved. The rep stated they were getting a small range between 70-76, but then got a larger range of 70-92. The rep then attempted a recharging session when they saw the 92, and was able to obtain all 8 coupling bars. There were no implantable neurostimulator (ins) pocket issues reported. However, the rep stated that the ins is superficial. They explained that it is flat, and they can see the outline of it through the patient¿s shirt. The rep noted that they were at the implant procedure, and confirmed that the ins was not upside down. Technical services suggested to take note of the antenna dial, cord orientation, and antenna location, so that full coupling can be obtained again. The rep also reported that the patient had open circuits, and they will follow-up with the physician regarding that issue at their next appointment on (B)(6) 2018. No further complications or patient symptoms were reported.